Event description:
It was reported that shaft break occurred. The target lesion was located in mildly tortuous and moderately calcified mid left main and left anterior descending (lad) artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation, however, during the procedure the shaft kinked and when the device was removed, a fracture was noted 10cm into the balloon. Another nc emerge balloon was used. A 8 x 4.00 promus elite mr drug-eluting stent was then introduced, but it became stuck in the guide catheter. When the device was pulled back, the stent was noted to be frayed. All devices were removed from the body and the procedure completed with another of the same stent. There were no patient complications.

Manufacturer narrative:
The returned product consisted of an incomplete device return of an nc emerge mr balloon catheter. The device was microscopically and visually examined. A total length of 23.8cm was returned. There was shaft separation at the proximal end of the rapid port exchange which exposed the inflation lumen. There was blood and contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen. The balloon was loosely folded which is indicative of balloon inflation, however, given the exposed inflation lumen there was no detection of balloon damage. The incomplete device return was missing the manifold, strain relief, entire hypotube, and a portion of the inflation lumen.

Event description:
It was reported that shaft break occurred. The target lesion was located in mildly tortuous and moderately calcified mid left main and left anterior descending (lad) artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation, however, during the procedure the shaft kinked and when the device was removed, a fracture was noted 10cm into the balloon. Another nc emerge balloon was used. A 8 x 4.00 promus elite mr drug-eluting stent was then introduced, but it became stuck in the guide catheter. When the device was pulled back, the stent was noted to be frayed. All devices were removed from the body and the procedure completed with another of the same stent. There were no patient complications.